Manufacturer narrative:
(B)(4). The position of the thumb valve did appear to be fully upright (closed). The valve was depressed and released. And did not return to the full upright position; however, it could be manually pulled into full closed position. The sample was attached to mobivac suctioning equipment with the suction set at 120mmhg. Upon connection no air leak sound was heard, with the thumb valve in unlocked, closed position. The distal end of the catheter was inserted in water, dyed blue and suctioning occurred. The thumb valve was fully depressed and suctioning increased. Then the thumb valve was manually pulled to the full upright (closed) position and this did stop the suctioning. The thumb valve was then depressed and released. The valve remained in the partially down (open) position. The valve was placed in the locked position and suction did not occurred in the locked position. The device history records were reviewed for the reported lot number m5096t507, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Halyard received a single report that referenced two different incidences, which were associated with separate units, involving two patients. This is the second of two reports. Refer to MDR # 8030647-2015-00232 for the first report. It was reported that the thumb valve is leaking on the closed suction catheter. The catheters are changed out only as needed when the catheters become visibly soiled; however, the clinician is unable to suction the patient. When the ventilator alarms the catheter is switched out to resolve the issue. No adverse event for reporting.